Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and noise. It was also reported that the rv lead had a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.